Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Weight: unk. Date of event: unk. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+0.5/047 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to a refractive surprise. The lens was exchanged for a same length but different diopter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in lens case/vial with clear surgical/residue on product. Visual inspection found haptic torn. Dimensional and functional inspections found the lens to be within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4). Conclusion: as per dfu for this lens model, vticls are contraindicated for patients with anterior chamber depths (acd) below 3.0mm. (B)(4).